Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a donor hepatectomy, when the surgeon was firing the right hepatic vein, the distal part of the staple line was not perfect. There was a poor staple formation. The vein had some bleeding, and the surgeon used a clip for hemostasis.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was received with a 2.5-millimeter (mm) single use loading unit (sulu) already loaded. The staples in the cartridge were partially advanced and deemed unusable, with some pusher slots completely empty. A witness mark from the automatic firing fixture was observed on the handle. For functional testing, the sulu was reset and the instrument cycled successfully during jaw closure, pin slide advancement. Handle actuation all functioned smoothly. The release mechanism also operated correctly, allowing the jaw to open and the pin slide to retract. It was reported that when the surgeon was firing the right hepatic vein, the distal part of the staple line was not perfect. There was a poor staple formation. The vein had some bleeding, and the surgeon used a clip for hemostasis. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing stroke is not completed during application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the ins trument handle is partially squeezed during firing then released, bleeding may occur as the instrument was not fully fired. The black release button may be used to open the instrument at any time during approximation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.